Manufacturer narrative:
A follow-up report will be filed if more info becomes avail.

Event description:
It was reported that the md inserted the sheath and the clinician prepped the intra-aortic balloon (iab) per instruction. Under fluoroscopy, the iab was inserted in the patient. The pump was switched on and the md noticed that the iab was not inflating. As a result, the iab was removed along with the sheath. Another iab was inserted with success. There were no reported patient complications.